Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device was used on pulmonary artery. The amount of bleeding was about 1,300 ml. The blood transfusion of 720 ml was required. After the bleeding occurred, the bleeding was controlled by the pressure of cotton and converted to open. The proximal end of pa was clamped and the upper lobe was resected. The pa was sutured. The patient was stable. Additional information requested and received: what were the indications for surgery? - no information from the hospital. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? - yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? - no. Dr. Commented there was a cotton dissector within jaws when firing the device. Please describe what the cotton was. - the cotton within jaws was a cotton dissector was used to press the tissue around the vessel when cutting.. Please confirm that the patient did not require a blood transfusion. - 720 ml of blood transfusion was required. The amount of blood loss was about 1,300 ml. Are photos or video available? - we including sales rep, v/s member and marketing checked the video and found that there was a cotton dissector within jaws when firing the device. But the video had been already returned to the hospital because of the requirement of hospital. What is the current patient status? - stable.

Event description:
It was reported that during a vats pneumonectomy, massive amount of bleeding occurred when the device was used on pulmonary blood vessel. The amount of bleeding was unknown and no blood transfusion was required. The operation was transferred to an open surgery to complete the case. The doctor determined the seriousness of the issue as moderate/minor since the current condition of the patient is stable. The operation video was checked and it was found that the jaws had clamped the cotton when the device was fired. The doctor complained that the fact that the device was fired with a cotton clamped inside could result in a life-threatening issue.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.